Event description:
Unomedical reference number (B)(4) event occurred in the united states on 25-apr-2024, it was reported that patient faced infusion set cannula kinked event. The event occurred within 3 hours of insertion. The insertion site was at the upper buttocks. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.